Event description:
Device was being tested prior to use on a patient after being in storage for an undetermined amount of time. Testing by the facility indicated that servicing was required on the device because of "no low alarm control, and a missing ring from the switch." Device was returned for servicing. During servicing, it was determined that the alarm was not functional. Device was not on a patient at the time of the reported problem.